Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2018 a user witnessed an episode of ventricular fibrillation (vfib) at the central monitor involving a telemetry patient, and no alarm generated during the occurrence. No injury was reported as a result of this event.

Manufacturer narrative:
Spacelabs¿ field service engineer conducted an on-site investigation of the xhibit central monitor and compiled data for spacelabs¿ r&d to review and analyze. The field service engineer performed testing of the xhibit and found that the device functioned within design specifications. The analysis of the compressed waveforms indicated no presence of ventricular fibrillation. No device malfunction could be determined. This report is complete and this particular issue is considered closed.